Event description:
It was reported that the ipg failed to establish communication with external devices. The ipg was deemed inoperable, and patient lost therapy. Surgical intervention was undertaken wherein ipg was explanted and replaced to address the issue.

Manufacturer narrative:
B3-date of event is estimated. A case of ipg replacement/eol was reported to abbott. The patient's ipg was replaced, no complications during the procedure and therapy restored. No explanted product is being returned; the surgical technician discarded at time of case. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.